Event description:
It was reported that multiple motor stalls occurred with a "stopped pump period may exceed tube set" message. There was no magnetic field involved with the motor stall. It is unknown if there was an alarm. The patient experienced increased baseline spasticity and "muscle jerks". The pump was used to deliver lioresal 500mcg/ml at a daily rate of 300.07mcg. No volume discrepancies were reported. No rotor or catheter dye studies were performed. The pump was replaced. The patient's status was undetermined at the time of the report.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.